Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Estimated weight.

Event description:
This is filed to report the stroke. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 3-4 degenerative mitral regurgitation (mr). One mitraclip was implanted reducing mr to grade 1-2. On (B)(6) 2018 the patient had trouble with her speech and was diagnosed with a stroke. The transesophageal echocardiogram on (B)(6) 2018 confirmed both mitraclips were stable and attached to both leaflets. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of stroke appears to be related to procedural conditions. Stroke (cerebrovascular accident), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.